Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. A volume discrepancy and lack of efficacy was reported. The patient felt an increase in pain at an unspecified date. A dye study was done and the healthcare provider was not able to aspirate from the cap (catheter access port). It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician decided to bring the patient in for a pump catheter revision. There was no flow when aspirating from the cap (catheter access port). When the pump segment was cut there was a residual flow and a new connector (pump segment) was added on the catheter. Aspiration was achieved after through the cap (catheter access port). The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications.

Manufacturer narrative:
Analysis of the catheter (sn; (B)(4)) found the catheter body was melted at or after explant and did not affect infusion. Melted areas were identified on the catheter body and on the pin connector. There was damage identified on the retaining ring fingers, but no leaking was seen during pressure testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2018-jan-16. The catheter was returned to the manufacturer for analysis. Pump logs indicated that the drugs being delivered were 60 mg/ml morphine at 9.321 mg/day, 12 mg/ml bupivacaine at 1.864 mg/day, and 220 mcg/ml clonidine at 34.18 mcg/day. There were no further complications reported/anticipated.